Event description:
It was reported that the individual packaging of an unspecified quantity of minicaps were open with gaps. This was identified before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6)2023. E1: initial reporter phone number (additional): (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.